Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and verified the reported complaint. When the device was tested, it froze at the six images screen and would not complete the power on self-test (post). The single board computer (sbc) printed circuit board (pcb) was found to be defective. The repair of the ventilator is yet to be completed.

Event description:
It was reported that a ventilator would freeze at the six images screen. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The single board computer (sbc) printed circuit board (pcb) was replaced and the device passed all testing.